Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2010. The customer reported the incident device was discarded and is not available for eval. The product instructions for use warn that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one pt return electrode may help mitigate the increased risk. This info from the IFU was provided to the customer.

Event description:
The customer reported that a pt was burned at the pad site during cardiac ablation procedure. Only one pad was used. The burn was noted at the time the pad was removed. The burn was described as 2nd degree and treated with silvadene ointment.